Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to loose wire terminals in the power cord plug. He tightened the wire terminals in the power cord plug to repair the bed.